Event description:
As reported by the user facility ((B)(6)): pump goes too fast: according to the customer the pump goes to fast. The customer has tested the flowtest and finds no error but in the logfiles from the pump several device alarms occur. MFR #9610825-2013-00143.